Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2014. The revision surgery was performed due to the knee joint having difficulty gaining full extension. The surgeon performed a poly exchange of the tibial insert and retaining bolt to implants with smaller thicknesses. The tibial insert was exchanged from a 2 x 11mm to a 2 x 10mm and the retaining bolt was exchanged from an 11mm to a 10mm.